Event description:
It was reported that the right atrial (ra) leadless pacemaker was unable to be released from the delivery catheter after being successfully fixated. Additionally, it was unable to be docked to the delivery catheter. The lp was removed and a new lp was implanted to resolve the event. The patient was in stable condition.